Event description:
The consumer stated that her tampon came apart on five separate occasions and tampon pieces remained inside of her. On the most recent occasion, a piece was expelled after sexual intercourse. She visited her gynecologist on (B)(6) 2013 and was diagnosed with a yeast and vaginal infection. She is planning to revisit her doctor for an ultrasound on (B)(6) 2013.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.